Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated the patient came to the emergency room with a displaced chest tube after coronary artery bypass graft (CABG). A new chest tube was inserted by the liver and a new tube reinserted to the lungs. The report stated that the issue was not a product problem; it was a chest tube placement issue.

Manufacturer narrative:
The product was not returned for evaluation. Based on the details of the complaint there was no issue found with the chest tube, report stated that it was just a placement issue of the chest tube. The details also stated that the patient had been released after surgery with the chest tube in place. Because the patient was mobile it is possible that the chest tube placement had moved. Clinical evaluation: the underlying need for draining the pleura/mediastinal space often starts with a disease state, an elective surgical intervention, or an emergent, unscheduled intervention. Underlying disease states resulting in air and/or fluid entering the pleural spaces include pneumothorax and pleural effusion. Chest drains and catheters are used in thoracostomy procedures to help re-establish normal vacuum pressures in the pleural space by removing air and fluid in a closed, one-way fashion. When a chest tube is placed it is secured with sutures and/or tape and monitored regularly to assess the security and position of the tube. Once a patient is ambulatory they are at greater risk for tube displacement and should be monitored closely.